Manufacturer narrative:
Boston scientific has assigned an investigation conclusion code of known inherent risk of device. The reported adverse event of perforation is known and documented in the labeling (including both short or long term known complications or adverse reactions). Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.

Event description:
It was reported that this patient experienced a loss of consciousness, and was brought into the hospital. Upon interrogation, they found the right ventricular (rv) lead perforated through the heart wall. High thresholds were noted, 7.5v @ 0.4ms. The rv lead was explanted. Besides surgical intervention, no adverse patient effects were reported. This rv lead was disposed of at the facility and will not be returned.